Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that it was unknown if the symptoms started within 2 hours. There were no indications of a possible pocket fill recorded. The aspirated volume was 5 and the interrogated volume was 4.5. The interrogated and actual aspirated volumes at the next refill were within 2.4 ml.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there were intrathecal medication side effects. The patient had dizziness and weakness following an intrathecal pump refill on (B)(6) 2014. In the clinic on (B)(6) 2014 the patient¿s systolic blood pressure was very low and emergency medical services was called. The patient was referred to a hospital and discharged a day later. The event was considered ¿severe (produces significant impairment of function or incapacitation and is a definite hazard to the subject¿s health).¿ the patient was taken to the emergency room and the device was reprogrammed on (B)(6) 2014. There was a vitals assessment on (B)(6) 2014, which was abnormal: ¿88/53 and 68/??¿. The event resolved without sequelae on (B)(6) 2014. It was later reported the system was being used to deliver dilaudid, bupivacaine, baclofen, and clonidine. It was later reported the event was due to intrathecal clonidine¿s side effect. The daily dosage was decreased 4% and the total maximum daily patient administered dose was increased 21% on (B)(6) 2014.